Event description:
Additional information received from the healthcare provider (hcp) reported an impedance check was performed. The cause of the high impedance was not determined. They would be replacing the battery at end of life and would check the intra-operative impedances at a higher voltage and may replace the electrode then. The high impedance issue was not resolved and was pending surgery.

Manufacturer narrative:
(B)(4).

Event description:
The consumer and manufacturer's representative (rep) reported high impedance on both electrode impedance and group impedance. The device was at end of service (eos), but the patient said she was getting good stimulation until the device stopped. The doctor would be replacing the implantable neurostimulator (ins) for normal eos. No further information was known by the rep. Relevant medical history included other chronic intractable pain in the trunk or limbs.